Manufacturer narrative:
After further investigation, it was determined that the product involved in the alleged complaint is not sold in the u.s. And is, therefore, not an MDR reportable event.

Event description:
Customer reported pt was found unconscious and subsequently died. The full disclosure was reportedly reviewed and a period of severe st deviations were noted. Customer concerned the unit did not alarm when st deviations occurred. Investigation/conclusion: ge healthcare's investigation into the reported occurrence is still ongoing.